Manufacturer narrative:
Device not returned.

Event description:
It was alleged by the customer that while transporting a patient in the ambulance, the ambulance was struck head on by another vehicle causing the ambulance to roll upside down into a ditch. It was alleged that the cot broke when this happened detaching itself from the fastener. It was alleged that the patient received a subdermal hematoma and was last listed in critical condition.

Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was alleged by the customer that while transporting a patient in the ambulance, the ambulance was struck head on by another vehicle causing the ambulance to roll upside down into a ditch. It was alleged that the cot broke when this happened detaching itself from the fastener. It was alleged that the patient received a subdural hematoma and was last listed in critical condition.